Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm was received. Blood glucose (bg) was over 600 mg/dl and was related to a foot infection. Insulin injection and monitoring of diet were used to address bg. System check was performed with tandem technical support and the pump was found to be a possible cause of the occlusion. Customer reverted to using manual injections for insulin therapy.